Event description:
Caller states the pt tested 266 mg/dl on the inform system and 121 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.